Event description:
At the time of this filing, the only information available is that the inner screw from the tibial anchor screw came loose from the outer screw. In addition, it was reported that the outer screw backed out of the bone.